Event description:
Patient presented in clinic with significant fibrosis around the generator and lead electrodes as well as high impedance. The fibrosis was reported to be clear on palpation and that a fall cannot be excluded. Further information was received that the fibrosis was assessed by the physician to be related to vns surgery. The high impedance was reported to be due to the fibrosis and a fall of the patient was noted to not be excluded. No known surgical intervention has occurred to date. No other relevant information has been received to date.